Event description:
It was reported that the patient stated "the last couple of weeks it's sort of jagged and it seems more prominent. I felt something stick out like a wire. Last night I broke off a piece." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.